Event description:
It was reported that the intima-ii 24gax0.75in prn slm experienced foreign matter contamination noted prior to use. The following information was provided by the initial reporter: it was found something like plastic or agar attached to the outside of the catheter which was not suitable for patients. Recently, there have been many cases. Almost most all nurses in pediatrics have encountered this situation, and they do not know what the attachment is.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9077801. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted samples and the resulting review of the manufacturing process determined that the identity of the material is solidified silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. Bd is currently investigating potential process changes to eliminate the occurrence of similar events.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii 24gax0.75in prn slm experienced foreign matter contamination noted prior to use. The following information was provided by the initial reporter: it was found something like plastic or agar attached to the outside of the catheter which was not suitable for patients. Recently, there have been many cases. Almost most all nurses in pediatrics have encountered this situation, and they do not know what the attachment is.